Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: customer is testing with expired test strips.

Event description:
Customer complains of erratic results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 100-200mg/dl fasting. Verified the strips expired 7/31/2013. Customer confirms the strips have been properly stored and were first opened a year ago. Reviewed meter memory: (B)(6). Customer called concerned their meter is registering erratic results because they performed a back to back blood test on (B)(6) 2016 at 12:00pm and received a result of 53mg/dl and 154mg/dl fasting the customer felt at this time their glucose should be between 100-200mg/dl.